Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update - medical records were received. Revision operative report indicates that the pt was revised to address hip pain. It is reported that there was slight metallosis and present of debris impacted up in the femoral head. The femoral head was added to the complaint. Doi: (B)(6) 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.